Event description:
The patient reported that she experienced blood glucose (bg) of hi on the meter (over 600 mg/dl) with ketones and tiredness. The patient reported that on (B)(6) her bg started to elevate. The patient was able to get her bg down to 243 mg/dl at 4 am but the next morning her bg had increased to 550 mg/dl. The patient attempted to correct but believed that she did not give herself enough insulin. The patient confirmed that the both of her infusion sites appeared to be healthy with no signs of redness or infection. The patient confirmed that there was no air or blood in the tubing. The patient confirmed that she was able to deliver a 3 unit air bolus and she confirmed that insulin was coming from the end of the tubing. The patient confirmed that all pump settings and pump history were correct and there were no associated pump alarms. Customer support concluded that there was no indication of any mechanical issues with the pump. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
(B)(4): there was no data available in the download history or black box for the time of the reported high blood glucoses due to continued patient use. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. Daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump was tested on a 29 hour flow test and was found to be delivering within specification. Unrelated to this complaint, the display screen was not clear and legible. The pump booted to normal contrast with a replacement screen.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.